Event description:
It was reported that a li61aor intraocular lens was inserted into the pt's right eye and then removed due to bent haptic. The incision was enlarged to remove the intraocular lens, and a back up lens was implanted successfully. Sutures were used to close the wound as part of standard procedure. There were no reported problems with the pt. Please reference MDR# 1119279-2011-00245 for the delivery device.

Manufacturer narrative:
The iol was discarded by the user facility. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.